Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacuum slower when pulling blood while using cat 367962 lot 2259094."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill and tube push off as all samples met specifications. The 66 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits with no tube push off being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacuum slower when pulling blood while using cat 367962 lot 2259094."